Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new ra was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue. A new ra was successfully implanted. No additional adverse patient effects were reported.